Event description:
The patient stated that it has been difficult to activate pump functions when pressing keypad buttons. He says it happens with multiple buttons and the functionality is not hindered since he was able to get the buttons to function after multiple presses. The patient denies cleaning the pump. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down arrow buttons were found to be responding intermittently to button presses. The keypad was removed and adhesive was found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.